Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware issues; the controls were valid and within range for the initial test the retest. Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues, concluding the sample was likely low-target or mishandled the first time. Ts provided customer with pas's findings. No further issues reported. (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(6), using assay lot 287425 on panther instrument sn (B)(4) which had a discrepant sample. The sample was initially positive (1200 rlus), but customer states they retest any positive result. The sample was negative when retested on both a panther and roche platform. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.